Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was disassembled to isolate the defective component. The product defect of an unresponsive touchscreen disappeared when the touchscreen was swapped with a known good touchscreen. The "cause traced to device design" conclusion code was selected based on laboratory confirmation of the observed field allegation, as there is evidence of touchscreen unresponsiveness during threshold testing.

Event description:
It was reported that the screen of this programmer was unresponsive during threshold testing. It was returned and analyzed, and this report is updated with the product investigation results. There were no adverse patient effects reported.